Event description:
Pt states that cadd ms3 pump sn (B)(4) has the clear plastic piece on the top part of the pump where the cartridge cap goes broken off. Pump was not in use. Pt has backup pump in use. No harm to pt. Pt will return broken pump to us. Broken pump will be replaced. No further info available. Reported to (B)(6) by pt/caregiver.